Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) revision surgery due to the cuff eroded into the urethra. The erosion was diagnosed with a cystoscope. All aus components were removed. The patient had a good outcome with no additional adverse effects.

Manufacturer narrative:
The complaint component was returned and analyzed, and the reported allegation was not confirmed via product analysis. The cuff component was visually inspected, microscopically examined, and tested for leaks. Analysis indicated a tear in the cuff shell due to sharp instrument damage that is consistent with explant. Since the damage most probably occurred during explant it is considered a secondary failure and not a product malfunction. A product malfunction was not identified as the most probable cause of the reported events. The erosion cannot be confirmed through product analysis. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required.

Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) revision surgery due to the cuff eroded into the urethra. The erosion was diagnosed with a cystoscope. All aus components were removed. The patient had a good outcome with no additional adverse effects.